Event description:
It was reported that the patient was seen for the first time since 2010 on (B)(6) 2014, and reported that hadn't been wearing the external producer for several months due to pain and shocking sensation with sound. The patient has discontinued use of the external equipment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.